Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a possible left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, wear abrasion, and fold creases. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on the posterior side in the same location of crease assessed as a fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Besides, observed void on valve side (of 3.5mm)out specification (B)(4) (texture side), it is assessed as workmanship. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, it was realized the inspection of vulcanization of valve/disc/patch/plug to the shell according (B)(4) at the moment of the action was performed. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void on valve side out of specification assessed as a potential workmanship, which is not related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void on valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Healthcare professional reported a possible left side deflation. Device has been explanted.